Event description:
A consumer reports having blurry vision and seeing halos following bilateral intraocular lens (iol) implant surgery. She has a history of dry eyes for which she takes medications. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event; this report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).